Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025 in order to remove the abutment. Additional information has been requested but has not been made available as of the date of this report.